Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was damaged and leaking. The following information was received by the initial reporter with the verbatim: when drawing blood off with a luer lock hub for a full blood work up it is almost like its building up with too much pressure and when done, and the hub is removed blood is going everywhere and the luer lock part of hub is cracking. The customer did send a picture and it is the vacutainer that is cracked they stated that is medline vacutainer. Customer does not have the lot number.

Manufacturer narrative:
One sample of material number mz5309 was submitted by the customer for quality investigation. At the top of the maxzero connector, there is a cracked off portion of a luer lock hub tip still inserted in the maxzero connector. Additionally, dried blood can be seen throughout the entire assembly. An attempt was made to connect a male luer to the maxzero connector, however, it could not be connected securely due cracked luer lock hub tip already inserted. The extension set could not be cleared of the dried blood because connection to the maxzero could not be established, and the dried blood in the maxzero no longer allowed flow through the sample. The customer complaint of component damage could not be verified by investigation. A device history record review could not be performed because the lot number is unknown. A root cause could not be determined because the infusion set could not be flushed due to the cracked luer lock hub tip being stuck in the maxzero connector and the dried blood in the sample. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information. Material #: mz5309 . Batch #: n/a. It was reported by the customer that when drawing blood off with a luer lock hub for a full blood work up it is almost like its building up with too much pressure and when done, and the hub is removed blood is going everywhere and the luer lock part of hub is cracking. Verbatim: when drawing blood off with a luer lock hub for a full blood work up it is almost like its building up with too much pressure and when done, and the hub is removed blood is going everywhere and the luer lock part of hub is cracking. The customer did send a picture and it is the vacutainer that is cracked they stated that is medline vacutainer. Customer does not have the lot number. Response received on 12-oct-2023: 1. Are you able to confirm the date of incident? N/a. 2. What was the patient outcome? Pt was fine. 3. Was there any adverse event or serious injury reported? No. 4. Was the procedure completed as planned? Yes. 5. Are you able to confirm the quantity of defective extension set inspected? Yes. 6. Please provide any available patient information including age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions. N/a. 7. Please advise if sample will be returning to bd as the tracking #(B)(4) shows no sample movement. I was unaware of tracking number. I can senf back if I have proper instructions.